Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a high blood glucose as well as insulin pump received unexpected restart alarm. Customer¿s blood glucose level was 537 mg/dl. Customer¿s current blood glucose value was 510 mg/dl. Customer stated that the unexpected restart alarm was reoccurred. The product will return for the analysis.